Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 90% stenosed lesion in the non tortuous mid left anterior descending (lad) artery was predilated with a 1.5x20mm maverick balloon. The physician initially tried to place a cypher stent, but the shaft broke and it was exchanged for a taxus stent. The physician had difficulty corssing the lesion and while trying to advance the taus express2 2.75x32mm drug eluting stent to the lesion, the shaft of the taxus stent broke. The procedure was not completed due to the difficulty encountered. No pt complications were reported.